Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the lot number: qgbdkq. The following information was requested, but unavailable: - was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Event related to mw # 2210968-2022-06109. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2022 and suture was used. The needle came loose from the suture intra-operatively. A new suture was used to resolve the issue. The procedure was prolonged for 2 minutes. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/30/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: one empty open folder of product code ep8730h, lot qgbdkq was received to ethicon for analysis. The device was not returned for evaluation. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.